Event description:
A physician was attempting to deliver a 3.5mm diameter x 24mm length endeavor sprint rx drug eluting stent to treat a lesion in the lad of a patient with 75% stenosis and moderate tortuosity. It was reported that after delivering the device to the target lesion, it was found by x-ray that the stent was not mounted on the balloon. The device was pulled out from the patient. It was reported that the deformed stent was found in the protective sheath on the tray. The device was changed to another device and there was no adverse effect on the patient. No other clinical sequelae were reported. Evaluation summary: the balloon was uninflated. The stent was not present on the balloon. Crimp/bake impressions were visible along the working length of the balloon. There was no damage noted to the protective sheath and stylette. The middle stent segments were stretched and deformed; the proximal and distal stent segments were relatively intact. No resistance was felt during initial mandrel movement.

Manufacturer narrative:
Evaluation results: failure to follow instructions ¿ failure to follow IFU. (Deformation problem). Evaluation conclusions: failure to follow instructions ¿ failure to follow IFU . (User error contributed to event) ¿ failure to remove sheath as per IFU caused slippage of stent. (B)(4).